Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from japan, a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23mm sapien 3 ultra resilia (s3ur) valve. The esheath (esp) was inserted from the left femoral artery (lt-fa). Since the esp could not be inserted into the patient, endovascular treatment (evt) with an 8mm balloon catheter was performed. After inserting the esp into the patient, the delivery system (ds) was inserted into the esp. Although strong resistance was felt, the ds could be passed through the esp. The s3ur valve was implanted as planned. After withdrawing the esp, some cracks (approximately 1-3cm /each crack) were observed on the esp. No patient injury occurred. Per product evaluation, a liner strand was discovered.

Event description:
Per report received from japanese tavi registry reporting system, on the same day of the tavr, thromboembolism occurred on the left lower extremity and percutaneous transluminal angioplasty (pta) was performed. The patient recovered by postoperative day 18.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information reporting a new event. Sections b1, b2, b4, b5, g3, g6, h1, h2, h3, h6: impact code, clinical code and h10 has been updated. Per the instructions for use (IFU), thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. According to the mayo clinic, some causes for thromboembolism not associated with invasive procedures include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to procedural factors and or patient factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d1, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: sheath shaft and introducer are curved likely due to packaging and sheath shaft is also twisted; distal tip of the introducer is damaged; liner is fully expanded; distal tip is opened, with minor stretching of hdpe material under the axial score line; 1.25" of scoring present on strain relief, located 0.5" from distal end of strain relief; second line of scoring is 0.5" in length and observed on strain relief 0.5" from hub; liner tear is 7" in length starting from 1.25" from distal tip; multiple liner strands are present throughout length of tear; second liner tear is 0.5" in length and begins 1.5" from distal tip (looks like strand but connected on both ends). Due to the nature of the complaint, no applicable functional testing was able to be performed. Due to the nature of the complaint event (very small strands), no dimensional testing was performed for this code. Dimensional testing was performed for the event sheath liner torn and revealed the following: liner thickness was measured along the liner tear and the measurements met specification which indicates there is no manufacturing non-conformance. All measurements were found to be within the specification (0.004" plus or minus 0.001") at all measured locations. The complaints for "difficulty advancing through sheath", "sheath liner strand", and "liner torn" were confirmed. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: -tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per evaluation of the returned device, the sheath shaft was twisted, suggesting the presence of tortuosity. -calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. The complaint description stated that "there were calcification", and per evaluation of returned device, scratches were noted on the strain relief, suggesting the presence of calcification. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles. This can lead to the crimped valve to catch liner then lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. The technical summary also outlines the extensive manufacturing mitigations in-place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.- in addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (valve caught on liner, excessive manipulation) may have contributed to the reported event. No further engineering evaluation is required at this time. Difficulty introducing sheath: the complaint for "difficulty introducing sheath" was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. As reported, "insertion difficulty of a 14fr esheath+ (esp) and a commander delivery system (ds), and damage to the esp occurred during procedure. The patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 23mm sapien 3 ultra resilia (s3ur) valve. The esp was inserted from the left femoral artery (lt-fa). Regarding the access vessel, there were calcifications, but degree was unknown. Degree of tortuosity and the minimum luminal diameter (mld) were also unknown. Since the esp could not be inserted to the patient, endovascular treatment (evt) with an 8mm balloon catheter was performed." The complaint description stated that "there were calcification", and per evaluation of returned device, scratches were noted on the strain relief, suggesting the presence of calcification. Additionally, per evaluation of the returned device, the sheath shaft was twisted, suggesting the presence of tortuosity in the access vessel. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification." Calcification can reduce the vessel diameter and may increase restriction leading to resistance during sheath insertion. Calcification and tortuosity can also result in the creation of sub-optimal angles that may lead to further resistance. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.